Manufacturer narrative:
Product complaint # (B)(4). It was reported that there were multiple items that were warped or broken at the facility. There was no harm to the patient and no delay reported.

Event description:
It was reported that there were multiple items that were warped or broken at the facility. There was no harm to the patient and no delay reported.